Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts, damage to the battery compartment, a display failure and a vibration failure. This report is made based on results of investigation completed on 03/11/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The battery compartment was found to be cracked. The display screen was dim and discolored. Additionally, the vibration motor was found to be misaligned. Unrelated to these issues, the keypad cover had been returned torn and the audio bolus button cover was torn. The bolus buttons responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).